Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for the distal humeral fracture with va-dhp and the screwdriver shafts in question. During insertion of locking screws, the surgeon felt that the tip of the short screwdriver shaft (314.453) was chipped. The surgeon used the screwdriver shaft (314.467) instead, however, the screwdriver shaft easily detached from screws because it was long and he had difficulty using it. The surgery was completed and was delayed by less than 30 minutes. No further information is available. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# unknown) unknown screws: trauma (part# unknown, lot# unknown, quantity# unknown). This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the screwdriver was received with the reported condition of being chipped. The visual inspection confirmed that the stardrive tip is damaged ¿ but not broken; the stardrive edges are nicked and slightly deformed. Besides, the instrument shows normal signs of use. Dimensional inspection not required per selected investigation flow . Document / specification review the returned screwdriver was manufactured in september 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The review of the manufacturing documents has shown that with 1.4028 stainless steel (hardened and tempered) the correct material was used, and that the hardness was within the specification of 485 ¿ 545 hv10 as specified in drawing. Summary the received condition of the screwdriver is concordant with the complaint description and the complaint condition is confirmed. The review of the production history revealed that this instrument was manufactured in sept 2019 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. During the investigation, no manufacturing related issues were observed that may have contributed to the complaint condition. The damage occurred is determined to be post production/acceptance criterias. We conclude that the reusable instrument encountered unintended forces; it is most likely that the screwdriver was not properly aligned in mating screw recess causing the deformation of the stardrive tip. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 314.453, lot: 6l06045, manufacturing site: hägendorf, release to warehouse date: 04. Sept. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.